Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. Without a valid part and lot number, the UDI is unavailable. This report is for unknown wire/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). 510k #: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that: the stainless steel tips of the kirschner wires, specifically the 1.25mm and 1.4mm sizes, are blunter than they once were which is making penetration of the bone tougher resulting in unnecessary trauma. Note: this is a general feedback and does not belong to any specific event. This complaint involves 2 parts. (B)(4).